Manufacturer narrative:
B3. Date of event: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during set-up the medfusion pump intermittently displayed the message primary audible alarm background test. The error appears intermittently and does not occur consistently. User was able to change the speaker settings successfully, so I am not sure whether the issue was related to the speaker itself. There was no patient involvement and harm.